Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with blurry vision in both eyes approximately three months post lasik. The patient was noted as being overcorrected and will be seen in follow up to discuss treatment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% without interruption. The energy values during treatment are stable. All laser system functions were within specifications. The user does not perform an energy between every treatment, as requested by the user manual. Post to pre-operative comparison of topography maps are used to estimate the change of refraction in this cases, since it is the only provided objective data. The data does not unveil unexpected correction for both eyes. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).